Event description:
The customer reported that while the unit was in use on a pt, the display turned orange after being in use for one hour. The unit continued to augment properly. Therapy was continued. No pt injury was reported.